Event description:
The patient initially presented to the surgeon in 2005. The patient underwent a discogram which "caused pressure, excessive pain and extreme discomfort". Reportedly the results of the discogram were inconclusive. The patient underwent a fusion l4-s1 using rods, screws, interbody cages and rhbmp-2/acs. After the surgery the patient developed an antalgic and sideways gait, causing her hips to turn with a kick when she walked, with a hitch-type limp. Reportedly the patient could not pick up her (B)(6) old child, and could not lie on her back. Reportedly, the patient could feel the screws moving in her spine, and the movement was extremely painful. Reportedly, could not walk normally, could not feed herself or her family, and had to wear atens unit for constant pain. Allegedly, as a result of her limp, the patient had to have knee surgery in 2007. The surgeon reportedly told the patient that the bone graft "didn't take" and the right side hardware and rod was incorrectly installed and that a revision would be required. On (B)(6) 2007 the patient underwent a revision surgery where the hardware was removed and replaced. Rhbmp-2/acs was used in the revision surgery. Post-op, the patient's condition reportedly deteriorated further, and she was in constant pain that was even more extreme that before the first surgery. The patient has developed compromised bone structures, and the limping, instability, and immobility caused headaches and extreme upper spinal pain. The surgeon recommended a cervical fusion, but the patient declined. The patient developed extreme lower back pain, immobility, numbness in her legs, her bowels, her lungs, and an extremely painful condition of shooting nerve pain from her tailbone to her neck, which caused her to vomit each time it would occur. The surgeon reportedly told the patient that the second surgery had also "not taken" and that the bones were still not fused. The patient underwent a revision surgery to extend the fusion up to l3 since reportedly "he had destroyed the vertebrae at l4 during the last two screw insertions at the same l4 level". Post-op the patient has extreme scarring from the multiple (revision) surgeries, the long scarred incisions, and numerous staple marks on her back, can no longer tum her hips from side to side, and has to wear a bone stimulator device around her abdomen for 12 hours a day for 3 months. The surgeon reportedly told the patient that the third surgery had again "not taken" and that a revision would be required. On (B)(6) 2010 the patient underwent a fusion l3-s1 "by inserting rods and a cage through the buttocks". Since the fourth surgery, the patient reportedly cannot control or feel her bowel movements.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).